Manufacturer narrative:
The reported event of premature depletion was not confirmed. As received, the device was at elective replacement indicator (eri) level. Device image analysis was performed and indicated monthly current trends was normal. The device image also revealed that device was set auto-capture mode. When auto-capture mode is enabled, the device adjusts output based on pacing requirement which may cause the estimated longevity to change. Additionally, a longevity assessment was performed and device was found to have exceeded the estimated longevity. Further electrical and mechanical analysis performed in nominal settings did not reveal any anomalies.

Event description:
During an in clinic follow-up, the battery of the device was depleted. The physician suspected premature battery depletion. The device was explanted and replaced to resolve the event and the patient was in stable condition.